Manufacturer narrative:
The logs and archive were returned to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known software anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: m450001b022, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that the non-medtronic scanner connected to the incorrect folder. The user selected the appropriate file path and the facility continued with the procedure. There was a reported delay to the procedure of five minutes due to this issue.